Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon detachment occurred. The target lesion was located in a fistula in the arm. An 8.0x40mmx40cm mustang balloon detached during inflation. The physician retrieved the detached mustang balloon by catching it within the sheath. The procedure was completed with another 8.0x40mmx40cm mustang balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon detachment occurred. The target lesion was located in a fistula in the arm. An 8.0x40mmx40cm mustang balloon detached during inflation. The physician retrieved the detached mustang balloon by catching it within the sheath. The procedure was completed with another 8.0x40mmx40cm mustang balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found a complete circumferential balloon tear at approximately 2.9cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the balloon tear was pulled out over the tip section of the device. The distal end of the shaft was stretched and a kink was present between the two markerbands. No issues were found with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).